Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient with an external neurostimulator (ens). The patient reported that they had pulled out the lead while sleeping and leaked in their night clothes. The patient stated that they had reconnected the lead and had not leaked. The patient noted that they were feeling stimulation ok. No further complications were reported or were expected.